Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.